Event description:
The patient had a repair of tracheal stenosis. The patient had a mucus plug that they were unable to clear. The patient went into respiratory arrest. Two intensivists and a surgeon required a bronchoscope to clear the mucus plug. The staff indicated that this device plugs more often and more easily than similar products.